Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: during investigation, all the keypad buttons responded appropriately to user input. The keypad was intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the button contacts. A leak test was performed and failed due to a leak in the display lens. Evidence of moisture was found internally on the display, on the motor flex connector, on all boards, and on the keypad connector. Unrelated to the original complaint, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.